Event description:
The introducer detached at the sideport, where pa catheter was inserted through. No additional information is available. Date of event was september of 2024.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Manufacturer narrative:
Correction: h6.